Manufacturer narrative:
(B)(6). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Upon review of the returned product, the inner bag was sealed into the seal area of the outer tray lid. DHR was review ed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the inner packaging was opened, the poly was stuck to the underside of the lid. When flipped over, it struck a hand and was contaminated. A separate poly of same size was used to complete the total knee procedure. No adverse event was reported associated with this issue.